Event description:
The customer states that over the past six months the axsym analyzer has been generating false positive results for the toxo igm assay. The customer was unable to provide the number of patients involved or any patient information. Controls have remained within specifications. No suspect results have been reported from the lab. The is no reported impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.